Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that, during intraocular lens (iol) implant procedure, plunger overrode lens. Making it so this certain lens could not be inserted into the patient. Lens was removed from field. New lens was inserted into patient. The procedure was completed on the same day. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Additional observations were as follows: the device was returned loose in the carton. The lock-out assembly has been removed. The plunger is oriented correctly. The correct nozzle confirmed on the device. Viscoelastic is observed in the device. The plunger has been advanced outside the device and is advanced over the lens. The lens is advanced at the nozzle entry and is crushed. We are unable to determine the root cause for the reported complaint "plunger overrode lens". Plunger override observed. Plunger override may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).